Event description:
It was reported that (1) tr45w was used during a lap sigmoid resection procedure. It was reported by the rep that the two surgeons were coming across the inferior mesenteric artery during a lap sigmoid resection. The surgeon fired the instrument and when releasing the jaws, blood rushed out indicating a malfunction of the stapler. Once the bleeding was under control, the instrument was removed and visually inspected. The staple cartridge clearly shows only a partial firing. The blade went clear across the tissue but the staples were never released or fired. The blue bumpers (drivers) only appeared on the first portion of the reload. The remaining areas appeared to have not been fired. The pt lost a few hundred units of blood but no transfusion was required. It is unknown how the case was completed. There was no consequence to pt.